Manufacturer narrative:
The malfunctioned product has not been returned to microline surgical, inc. An investigation is not possible at this time. A lot history search was performed and no other complaints were found for this lot.

Event description:
During a surgical procedure, the m/l-10 multi-fire clip applier delivered clips that were deformed. The procedure and anesthesia time were extended for 5 minutes. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated and visually inspected. There were no signs of physical damage, wear and tear to the device. The device was tested for functionality. A new clip cartridge was inserted into the device. It was slightly difficult to insert the cartridge. The clip applier dispensed a full clip cartridge smoothly without any issues. There was no signs of grinding or hesitation while dispensing clips. The clip applier handle was opened and no defects or damaged components were noticed inside the hand piece. The device functioned as intended. This complaint is unconfirmed. The root cause could not be determined.